Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). Field service engineer (fse) who was dispatched to the hospital determined that the standby valve was faulty. The fse repaired the standby valve, tested the compressor and found it functioning properly. The compressor was returned to service. Repair was done on site and no parts were replaced. The evaluation ventilator's logs to which it is said that the compressor was connected do not contain information to enable us determine of how the compressor was malfunctioning. The true failure and the cause of the reported problem has therefore not been determined.

Event description:
It was reported that the compressor's standby valve was not delivering pressure accurately. (B)(4).